Event description:
Clinic notes for the patient were received with referral form. It was indicated replacement was due to battery depletion and there was an expedited request due to patient anxiety. The patient then reached out reported that they recently started experiencing increase in seizures and that battery was at eos. Battery life calculation was performed for the patient's device with there being data from (B)(6) 2006 through (B)(6) 2015 (missing dates in between). Based on the programmed settings, there was an estimate of 0.6 yrs until neos and did not account for magnet swipes, therefore it was likely the battery was depleted. Implant card was received noting the patient received a prophylactic battery change, however it was initially reported that the replacement was due to battery depletion and blc supported that therefore increase in seizures was alleged to patient no receiving stimulation. The explanted product has not been received to date. No additional relevant information has been received to date.